Manufacturer narrative:
Tracking number: (B)(4). After further evaluation, based on the fact that this condition will render the device non-functional prior to patient exposure, we consider this event to no longer meet the criteria for a reportable event. Post market vigilance (pmv) led an evaluation of one adapter opened by the account. No visual abnormalities were noted for the adapter. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 16 autoclave cycles for the adapter. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. Since the clinical battery, handle, and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into the pmv handle. The adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the adapter. A pmv reload was inserted onto the adapter and the reload detect led did not start flashing as intended, indicating that the software did not recognize the presence of a reload. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. A pmv reload was inserted onto the adapter again, and the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated clockwise in increments of forty-five degrees and fully articulated left and right each time to detect an out of round sulu load ring but the reload detect led did not turn off indicating that the software recognized the presence of a reload the entire time. The pmv reload was then cycled without hesitation or binding. The adapter was disassembled by engineering for further evaluation. Interrogation noted that the switch was being read as open when activation was attempted. Engineering confirmed that two solder joints were cracked on the right side of the switch. Due to the compromised state of the solder joints on that side, the connection of the switch to the board would be compromised and prevent a connection from being made when the switch is depressed. The condition of "reload not recognized" was a result of cracked solder joints between the reload detect switch and mma board. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one adapter opened by the account. No visual abnormalities were noted for the adapter. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 16 autoclave cycles for the adapter. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. Since the clinical battery, handle, and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into the pmv handle. The adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the adapter. A pmv reload was inserted onto the adapter and the reload detect led did not start flashing as intended, indicating that the software did not recognize the presence of a reload. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. A pmv reload was inserted onto the adapter again, and the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated clockwise in increments of forty-five degrees and fully articulated left and right each time to detect an out of round sulu load ring but the reload detect led did not turn off indicating that the software recognized the presence of a reload the entire time. The pmv reload was then cycled without hesitation or binding. The adapter was disassembled by engineering for further evaluation. Interrogation noted that the switch was being read as open when activation was attempted. Engineering confirmed that two solder joints were cracked on the right side of the switch. Due to the compromised state of the solder joints on that side, the connection of the switch to the board would be compromised and prevent a connection from being made when the switch is depressed. The condition of "reload not recognized" was a result of cracked solder joints between the reload detect switch and mma board. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a wedge resection, once the reload was loaded, the device did not work when testing the jaws. It was reported that the reload was not recognized. A manual device was used to complete the case. No reinforcement material was used. There was no delay, injury or adverse event reported.